Event description:
Upon further review of our files, it was determined that the complaint associated with this medwatch was filed under the q3 2005 asr report for peripheral balloon ruptures, rather than as an individual MDR. This MDR has been created to correct that error. It was reported that the balloon of the express biliary sd 7.0x15x90cm stent delivery system ruptured during stent deployment. The physician used an ultra soft balloon to successfully complete the procedure with no patient complications.

Manufacturer narrative:
Product analysis could not verify the complaint. The catheter was purged completely of air and the balloon was inflated with water to its rated burst pressure. The catheter was pressurized without significant loss of pressure. When the catheter was subjected to a vacuum, the balloon deflated normally and there was no compromise of the generated vacuum. The shop floor paperwork for batch 7110064 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The sfp review confirms that this device met material, assembly, and performance specifications. No other complaints have been received for this particular batch of devices. The root cause of the difficulties encountered during the procedure could not be determined.